Event description:
After getting the birth control essure inserted in (B)(6) 2009, I've had health issues including pain in pelvic, legs, joints, muscles and face. I've had inflammation in all parts of my body. It's triggered auto immune diseases and all that comes with those: sores, hives, rashes, bruises, broken teeth, metal taste, trigeminal neuralgia, headaches, lung issues, intestinal problems. The list is long.